Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the capnography does not work. The alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.